Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the video system center no longer displays an endo image. The malfunction was observed during set up / inspection for use of the device for an eus untersuchung procedure. There were no reports of patient involvement.